Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading consistently at 60 mg/dl. No bg meter reading was reported at this time. The patient was wearing a tandem insulin pump. The patient self-treated with two juice boxes. The following morning, on (B)(6) 2025, the patient started experiencing pain and went to the emergency room for evaluation. At the ER, the patient¿s bg meter reading was 545 mg/dl while the cgm was still reading 60 mg/dl. The patient was treated with IV fluids, insulin, and unspecified antibiotics. The patient was scheduled for discharge on (B)(6) 2025. The patient was in ¿stable condition¿ and awaiting final clearance for discharge at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. As previously reported, data was evaluated and the allegation was undetermined. The probable cause could not be determined via product. No additional patient or event information is available.